Event description:
It was reported that this pacemaker was attempted implant due to a loss of capture at an output of 7.5 v @ 1 ms (pacing was not delivered). The device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at nominal settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was attempted implant due to a loss of capture at an output of 7.5 v @ 1 ms (pacing was not delivered). The procedure was successfully completed with a new device. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was attempted implant due to a loss of capture at an output of 7.5 v @ 1 ms (pacing was not delivered). The procedure was successfully completed with a new device. The device was returned for analysis. No adverse patient effects were reported.